Manufacturer narrative:
Section d10: concomitant products: equinoxe, humeral stem primary, press fit 9mm (cat# 300-01-09 / serial# (B)(6). Equinoxe reverse tray adapter plate tray +0 (cat# 320-10-00 / serial# (B)(6). Equinoxe reverse 38mm glenosphere (cat# 320-01-38 / serial# (B)(6). Sup/post aug plate, l rs glenoid baseplate (cat# 320-15-07 / serial# (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported equinoxe shoulder study, approximately four months post initial left tsa, the 73 y/o female patient had a dislocation. Patient had increasing pain during exercises; dislocation with glenoid neck fracture along montage bone graft in revision rtsa. The event was resolved with closed reduction under anesthesia on (B)(6) 2020 and continue sling. Per clinical report, the reported event is unlikely related to the device but definitely related to the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d4, h6 MDR section codes updated/corrected: a, b, c, d, e, f, g PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The cause of the patient¿s shoulder dislocation, glenoid neck fracture and subsequent closed reduction under anesthesia cannot be conclusively determined; however, it may be due to implant positioning, patient bone quality, a trauma, soft tissue imbalance, patient anatomy, implant selection, and/or another patient related condition. Dislocation is a known risk, as outlined in the IFU. It is unclear if the dislocation and bone fracture are related to one another as the sequence of events could not be determined. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.